Event description:
The reporter placed an order on september 27, 2004, for five sheets of integra dermal regeneration template to be shipped for surgery in 2004. At the time the order was placed, the reporter did not have the name of a trained physician to process the order, therefore, the order did not get transacted. The patient was under anesthesia at 10:30am prior to surgery day and the reporter was calling to inquire about the status of the order. The facility had four pieces of integra dermal regeneration template on site, but this was not enough for the patient. Another facility a few hours away from this hospital had some integra dermal regeneration template available, but the patient could not wait. The patient was treated with the integra dermal regeneration template available on site. It is unclear at this time, if the patient will have to undergo another surgical treatment for additional placement of the integra dermal regeneration template that will be arriving at the facility on october 1, 2004.

Manufacturer narrative:
This order could not be transacted, since the surgeon placing the order was not a trained in the application of the integra artificial skin. In order for the order to be transacted, a trained professional must place the order. The delay in processing this order was due to the lack of follow up from the user facility when requested to have a trained surgeon contact integra. Although a device malfunction was not reported, the device did not arrive on time for the patient's scheduled surgical treatment, therefore, the patient's treatment had to be modified and possibly changed due to the late shipment of the device. The hospital confirmed not enough idrt was available on site to treat the patient.